Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode stored several untreated episodes due to oversensing of noise beginning on the date of implant. It was noted that the patient places a gaming console on their chest at times. Additionally, the device exhibited p and t-wave oversensing, which, resulted in delivery of inappropriate shocks. Treadmill testing was completed and noted myopotential noise, however, the device appropriately marked the noise. Poor r-t ratios were noted in primary sensing vector. Secondary sensing vector was noted to be more optimal. Programming changes were then made to the sensing vector. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.